Manufacturer narrative:
His information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/74 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device lot number was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: gastric hypomotility after luminal esophageal temperature guided second-generation cryoballoon pulmonary vein isolation just the tip of the iceberg? Journal of circ arrhythm electrophysiol 2018; 11:e006691:1-3. Doi: 10.1161/circep.118.0066. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications observed two to five days after a cryo ablation procedure: there were a total of three patients who experienced symptomatic gastric hypomotility (gh) or gastroparesis, and exhibited abdominal bloating and repeated vomiting. Additionally, abdominal imaging showed marked gastric dilatation with retained food inside. The patients then subsequently fasted with no oral intake, and were treated with a combination of an antiemetic, provitamin, and macrolide antibiotic. However, gastric endoscopy almost three weeks post treatment still revealed asymptomatic gastric hypomotility. The status and location of the balloon catheters are unknown. No further patient complications have been reported as a result of this event.